Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration ration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side pain in breast/axillary area and per imaging reports, signs of rupture and silicone migration. The device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Pain: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device.

Event description:
Patient reported ¿signs of capsular contracture¿, ¿bilateral intracapsular rupture with ¿silicone storing¿, axillary lymph nodes on the right¿. Patient also reported symptoms of ¿pain in breast / axillary area¿. The device has been explanted.

Event description:
Patient reported right side pain in breast/axillary area and per imaging reports, signs of rupture and silicone migration. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported ¿signs of capsular contracture¿, ¿bilateral intracapsular rupture with ¿silicone storing¿, axillary lymph nodes on the right¿. Patient also reported symptoms of ¿pain in breast / axillary area¿. The device has been explanted